Event description:
The customer reported, that "after the induction dose and during the warming delivery procedure toward the end of the case, the mps displayed error code 179 during the procedure, and repeated error code 179 after many power-on cycles". The perfusionist used an alternate method of delivery to finish the case. Field service is traveling to the account. Product code 5001000 serial is currently unknown.